Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that high out of range shock impedance measurements continued to be observed. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.